Manufacturer narrative:
E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon inflation, the balloon burst at nominal pressure. The procedure was completed with another of same device. There were no complications reported and the patient was stable post procedure.